Event description:
It was reported that a lcs15 was used during a laparoscopic gastric tube procedure. It was reported by the affiliate that the blade would not activate properly and could not control bleeding. It seems that the jaw would not close correctly. A new blade was used to stop bleeding.